Manufacturer narrative:
Philips investigated the complaint. Customer reported to philips that the system was locking up. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the system was blocking intermittently the philips service engineer was unable to connect with to customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was locking up, and restarted three times, impacting imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.